Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels and no delivery alarms. The customer's blood glucose level at the time of incident was between 300mg/dl and 400mg/dl. The customer states they treated with pump. Troubleshoot was conducted. The cause of the no delivery alarm was unable to be determined. The customer was advised to monitor the device and call back a soon as alarm occurs.